Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows extensive electrode wear with strong contamination/discoloration and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned wand was activated in saline solution using a known good coblator ii controller. The eic device was activated in saline solution on ablate- and coag mode and creates plasma on the remaining parts of the electrodes. The suction- and the saline line were tested and performed as intended. The complaint was verified but the root cause could not be determined with certainty. Factors of the cause are: reuse of the device, overloading and not adhering to the desired set-point, vacuum range for saline not in range, rate of ablation, power settings, prolonged use against dense or bony surfaces, and/or suction rate and fluid management. The reported event could also happen when the suction-/saline lines were not properly connected or the suction pressure at the customers facility may have not supplied enough pressure in order to excavate tissue. The instruction for use contains warnings and precautionary statements regarding general use requirements to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, after 25 minutes of working, 3 stripes of the electrode were vanished. One stripe was found and removed from the patient, the other 2 went into the suction. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.